Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, rupture), (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty one months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient presented emergently in the ER with back pain and rupture. The patient had developed a pseudo aneurysm by the sma and the right renal artery. The physician attempted to do a snorkel procedure and implanted an endurant tube 36 x 36 x 70; the surgeon said the patient is not an open repair candidate and they did what they can for this patient knowing it was probably futile. It was reported that the patient passed away. No further information is available.